Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the power supply to address and correct the reported condition. The air and oxygen concentration was also found to be out of specifications therefore, the flow sensor assembly was replaced.

Event description:
The customer reported a ventilator that autonomously switched from ac power to battery. There was no patient involvement/harm.